Event description:
It was reported that customer was losing signal after running a square bolus. Insulin pump showed no alarms and insulin pump passed self test. Customer was advised to replaced insulin pump an a solution.. No further information provided.

Manufacturer narrative:
Unit was downloaded properly to carelink. However, unit had spanish anomaly alarm in alarm history screen. Spanish anomaly alarms due to a corrupted history file. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.